Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the buttons on the insulin pump were not working. When the customer would change the battery, the insulin pump would alarm for battery out limit. The customer was not able to complete troubleshooting and was advised to call back.